Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on an unknown date. Fiducials markets were placed, and lidocaine was in each fiducial needle track. The lidocaine was placed at the apex at midline and more lidocaine was injected than the physician usually uses. Placement was performed under general anesthesia. After the placement, the patient was asymptomatic but, on the planning, computed tomography (CT) scan for stereotactic body radiation therapy (sbrt), showed that two-thirds of the hydrogel was placed in the right anatomy location, but the remainder of the hydrogel went through the urogenital diaphragm (gu). The scan showed the hydrogel was separating the urogenital diaphragm (gu) from the penile bulb and was surrounding the urethra at the urogenital diaphragm (gu). The patient was reported asymptomatic and not having retention issues.